Event description:
Patient port tubing distal to needle but above the cab had a small hole. When I went to draw patients labs, upon flushing normal saline, I discovered that saline was squirting out of the hole.